Event description:
It was reported that patient presented to emergency room after experiencing syncope. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) failed to convert rhythm by providing adequate defibrillation therapy during ventricular tachycardia (vt) episodes. No intervention was done. The patient was stable.